Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 330 (mg/dl). Reportedly, customer began taking prednisone and was told by their health care provider (hcp) that their bg levels would increase while taking the medication. Customer administered correction boluses with the pump to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Customer indicated that they would reach out to hcp to discuss diabetes management while on the prednisone.